Event description:
The customer stated that the device failed to display an ECG trace. The product problem occurred on a pt but no harm resulted.

Manufacturer narrative:
Manufacturer's evaluation summary: the device is an automated external defibrillator (AED) and the actual device involved was evaluated. Testing confirmed that the reporter's complaint of no ECG trace. Investigation traced the malfunction to a failed 12-lead preamp board. Replacement of the circuit board restored normal device operation. The repaired device subsequently passed all acceptance testing.